Manufacturer narrative:
(B)(4). Additional information received: how long after the original procedure did the bleeding occur (provided number of hours, days, etc.) 1 hour or less . Can you please outline the patient¿s post-operative vital signs including hemoglobin levels? Hemoglobin 8 an hour after surgery. Hypotensive. What were the indications for re-operation? Massive bleeding; 3,000 ml in a hour . What was the approximate diameter of the short gastric vessels? Doesn't know . What power level was the generator set at during the procedure? 3. Were the short gastric vessels transected using the set generator power level or advanced hemostasis button? Primary energy activation button on 3. What was the estimated blood loss? (Cc¿s) 3,000 ml. Were there any blood products administered prior to the re-operation? Blood, ffp, cryoprecipitate. Was the bleeding controlled in the 2nd procedure before the resuscitation attempts occurred? Yes. Did the gen11 display any yellow alert screens during the procedure? If yes, what were the screens. No. How was the device cleaned during the initial procedure? Unknown. Were you present during either surgical procedure? Yes. How long has the surgeon been using the harmonic hd device? Since october 2016. Long time harmonic user. Was the surgeon in-serviced prior to using the harmonic hd device? Yes. Is a generator log available for download? (Let me know if you need the downloading instructions) not sure. Will need instructions. Can we obtain a copy of the autopsy report? Unaware if autopsy was performed; can request from coroner if it was done. What was cause of death indicated in report? Unknown. Is the surgeon willing to speak with ethicon medical and/or engineering personnel? Yes . Patient gender? Male. Patient bmi? (B)(6). Patient co-morbidities? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. No; lovenox pre op. Does the patient have a known coagulation disorder? No.

Event description:
It was reported that following a sleeve gastrectomy procedure, the patient was brought back to the operating room because of post-op bleeding. During the initial procedure, the device was used without incident to cut and seal and the device was discarded after the procedure. The patient was brought back to the operating room (or) for bleeding, which was identified as being from the short gastric vessels which were ¿reasonably sized.¿ they were unable to resuscitate the patient¿s heart and the patient expired. The surgeon is unaware if the issue was due to the device and is awaiting the autopsy report. No quality issues were noted during the procedure and the product was discarded.

Manufacturer narrative:
(B)(4). The operative surgeon provided the following information to the facility risk manager that was shared with ethicon risk manager: according to the surgeon it was concluded that the device did not contribute to the patient¿s death. There was not a device problem during the procedure and they do not believe there was any device contribution to the patient¿s demise. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.